Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a short circuit occurring when the universal battery charger (ubc) was connected to wall power was confirmed via evaluation of the returned ubc (serial number: (B)(6). The ubc was returned to the european distribution center (edc) and evaluated. Evaluation of the unit revealed that the system would not boot up. The unit was inspected and several components on the main power supply printed circuit board (pcb) were observed to have damage consistent with being burned, confirming the reported event of a short circuit. The power supply pcb was replaced and forwarded to product performance engineering (ppe) for further analysis. After replacing the pcb, the ubc was functionally tested and passed all steps without any issues. The power supply pcb was further evaluated by ppe. Inspection of the returned pcb revealed that the observed damaged components were associated with the main power circuitry. The power supply pcb was installed into a test ubc housing with a known working logic board; the ubc booted up without issue and functioned as intended. Although not reproduced during ppe evaluation, the observed damage on the power supply pcb could have potentially prevented power from being distributed to the channels and caused the unit to not boot up as intended. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the universal battery charger, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 2 ¿setting up the universal battery charger before use¿ instructs the user to only connect the ubc to a properly tested and grounded (3-prong) ac outlet, and to not use an adapter plug or portable, multiple outlet (power strip) for ungrounded wall outlets. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that when the vad coordinator plugged the universal battery charger into the wall there was a short circuit. There was no alarm for the event.